Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). Date is not available. A carefusion field service representative visited the user facility to evaluate the device. During the course of the evaluation the field service representative verified the reported condition. The pr3 is defective. Replace pr3. Performed 7yr pm driver power module assembly. During ovp procedure unit have defective flow meter intermittently. Will return to replace the flow meter. Perform ovp and unit passed all test per manufacturer specification. Returned to user facility on august 1, 2013 and replaced defective flow meter. Performed test and unit passed all test per manufacturer specification. Replaced driver power module documented as received, additional evaluation is not available at this time.

Event description:
The customer reported issues with the map fluctuating on the unit. This is all the information which was available. Customer stated, they did try another circuit and it didn't seem to help. Carefusion technical service rep explained the unit is overdue for the 7yr preventative maintenance.